Event description:
The patient reported, their dentist told them to immediately stop treatment, as the patient was developing gum disease. As well as a malformed bite.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.